Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: product ID: d-evprop34us lot: 0011023215 use by date: 03-feb-2023, UDI#: (B)(4). Other medical products in use during the event include: product ID l-evprop34us (lot: 0010087644); product type: 0195-heart valves; implant date n/a; explant date n/a product analysis: the suspect complaint valve was received at medtronic¿s quality laboratory in a heart valve return kit in original jar filled with clear solution. Visual analysis showed evidence of blood contact. All leaflets were slightly stiff yet pliable with signs of severe creasing; tissue conditions likely attributed to the crimping and recapturing process. As received, all leaflets appeared wavy in a partially open position. All commissures appeared intact. The valve was placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To evaluate against the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve inflow. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A full deployment was performed; the valve appeared to exhibit a complete dilation. No anomalies were noted during the deployment process. Image review: five media images were provided for review. Can not confirm or deny an adequate valve load. There is presence of an infold both angiographically and outside the body. There is no patient summary attached for anatomical review along with no valve load inspection imaging. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Potential factors that can influence dislodgement include tension a pplied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once onto the delivery catheter system (dcs). The load was checked visually, tactilely, and under fluoroscopy. No misload was identified. When the valve was deployed at 80 percent, it appeared high on the left coronary cusp (lcc) and dislodged into the ascending aorta. Thevalve was recaptured, re-advanced and deployed again to 80 percent. The valve appeared constrained and showed an appearance consistent with an infold. The valve and dcs were removed from the patient and a new valve and dcs were used to complete the procedure. It was noted that no pre-implant balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported.